Event description:
It was reported that the customer was hospitalized for having high blood glucose levels (200-600 mg/dl). Customer was treated with insulin injections prior to hospitalization. Cold insulin is used to fill customers cartridge.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted. Per tandem's user guide, "insulin should be at room temperature before filling cartridge."